Event description:
Recent reports from staff of the 1/2 ml insulin safety syringes not being good quality. There are many complaints that the needle will fold when attempting to draw up insulin or poke through the cap when re-capping. The staff have said they can be dangerous to use. Staff have to be extra careful when handling them because they bend so easily, and the cap does not stay on well.